Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR #2916596-2023-08128. It was reported that the patient's controller had a lvad fault alarm. A review of the log file revealed lvad internal fault alarm on (B)(6) 2023 at 1856. Since this event was captured in the very first line of the log file the first date of occurrence was unknown. These continued to occur for the remainder of the periodic & event files. The customer exchanged the controller because the pump running leds were dim. The alarms resolved after the exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of dim pump running light emitting diodes (leds) was confirmed. A review of the downloaded controller event log file (B)(6) spanned approximately 12 days ((B)(6) 2023 ¿ (B)(6) 2023 and 01jan2000 per time stamp). The pump maintained a speed above the low speed limit (lsl) without issue while the driveline was connected indicating that the pump was running regardless of the leds being dim. The returned system controller, serial (B)(6), was noted to have both pump running leds projecting very little light. The controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No alarms were produced while testing. A root cause for the reported events cannot be conclusively determined through this analysis. A corrective action was initiated to address this dim leds issue, (B)(6) was manufactured prior to the implementation of that corrective action. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use, rev. C, section 8-¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.